Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: c154dwk ICD implanted: 2007-(B)(6); 5076-52 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was programmed off back in 2009 due to diaphragmatic stimulation. The lead has now been capped during patient¿s generator changeout procedure. No patient complications have been reported as a result of this event.